Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized in emergency room due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose level was above 494 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer current bg level was 289 mg/dl. The customer was treated with intravenous insulin. Customer was alleging pump was under delivered. The customer stated that the drive support cap normal. Customer reports basal rates are programmed accurately. Customer wishes to check bolus wizard settings for accuracy. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.